Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/14/2020.

Event description:
The customer reported error codes indicating 35 v supply failed, backup alarm failed, auxiliary alarm supply failed, and blower stalled. The blower motor alarmed when powered on and the unit would lose power intermittently. There was no patient involvement. The manufacturer¿s ts (technical services) confirmed the reported issue. The customer was provided with the part number for the pm (power management) pcba (printed circuit board assembly). The customer replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test.